Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "device shuts down during battery exchange". It was noted that the gold caps were in good condition and that the unit passed its incoming functional test and that no failures were found on the pacing continuation and current drain tests. It was additionally noted that the battery contacts were visibly contaminated, the cover ring attachment and cover bail attachments were cracked, the serial number label was damaged, the upper case was cracked at the left side and the window was filled with a lot of scratches. The device was cleaned, the upper case, cover ring attachment, cover bail attachments and serial number label were replaced, the battery contacts were inspected and visible signs of contamination were removed and the unit then passed all tests.

Event description:
It was reported that the external pulse generator "stops working." Follow-up provided additional information that this occurred prior to the generator being connected to a patient and therefore a different generator was used. The generator is expected to be returned to service. There was no patient involvement associated with this event. It was further reported that the generator was returned to service.